Event description:
It was reported that after an uneventful da vinci-assisted right radical nephrectomy procedure for a 6cm clear cell renal tumor, the patient experienced cardiac arrest in the intensive care unit (ICU) seven hours later. The patient expired the same day. The patient had a medical history of heart disease with right bundle branch block and hypertension. The patient's medications included levothyroxine and clopidogrel. Pre-operative testing and lab work were performed, and the results were reported to be ¿fine¿. Extubation occurred properly, the patient had awakened, and was speaking prior to the cardiac arrest. No unusual rhythms were observed, and deep vein thrombosis (dvt) prophylaxis was applied throughout the procedure. The patient had been transferred directly to the ICU post-operatively due to advanced age. The surgeon believes the cause of the patient¿s death was a myocardial infarction from thrombosis, not hemorrhage. The surgeon stated there were no issues during the procedure, never any signs of bleeding, and that the patient¿s red blood cell count and volume were appropriate, with a hematocrit of 33%.

Manufacturer narrative:
A root cause for the post-operative complication cannot be determined. The event occurred after an uneventful robotic procedure was completed and the surgeon suspected a thrombotic myocardial infarction. Reviews of the system and instrument device logs for the procedure cannot be performed as the facility does not have onsite connectivity. A review of the event was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso) who concluded that the patient in this report had several predisposing risk factors for surgery. No issues related to any intuitive surgical products or instruments were reported during the procedure to resect the patient¿s renal cancer. A fatal post operative event occurred several hours after surgery that was speculated to be a myocardial infarction. The exact details as to how that diagnosis was made were not provided. Based on the information provided in the summary of events, insufficient evidence is available to determine if any intuitive surgical products or instruments contributed to this event.